Event description:
(B)(4). I started to go the bathroom all the time, so I just assumed I was getting old, so I tried to watch what I drank and I stopped drinking pop to try to help it.

Event description:
(B)(4). Sorry I didn't realize that was it was going to submit it without all my information. My severed symptoms didn't show up till (B)(6) 2015. I have had the bloating constipation frequent urination, incontinence weight gain, pain, spot bleeding, I thought all was somewhat normal with my age but in july I started bleeding a lot after sex and got scared went to my pcp doctor she did a pap it came back abnormal I have been having pains in my lower pelvic area especially when I sit or lay down . I will be going to follow up with a gynecologist as soon as possible they ordered all kinds of tests and that's where I am at now.